Event description:
Caller reported a malfunction on the pump identified by a malf 9 code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues arose again.